Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A u.s. Distributor reported a patient developed a skin irritation. The skin irritation was described as small, itchy, red bumps. The patient's doctor advised the patient to stop wearing the lifevest due to the skin irritation. There is no alleged device malfunction. The patient's medical outcome is unknown. The patient ended use of the lifevest.